Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. Blood glucose reading was 35 mg/dl. Customer was treated with drinking soda. It was reported that the pump had issues and gave too much insulin, due to not working properly. It was reported that the customer declined troubleshooting. It was reported that the customer was not using auto mode. The insulin pump will not be returned for analysis.